Event description:
It was reported that the customer was hospitalized due to an elevated blood glucose (bg) level and moderate ketones. Reportedly, the customer's continuous glucose monitor read "high"; however, a specific bg value was not provided. The cause of the issue was unknown. No issues were observed with the cartridge, infusion set, cannula, or insulin. Prior to being hospitalized, the customer attempted to resolve bg by delivering a bolus. The customer sought hospital treatment, receiving IV fluids and insulin, which resolved the issue. The pump system check revealed no malfunctions, and the pump was working as intended. The customer was discharged from the hospital the following day, and there was no identification of permanent damage.